Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery (pcom) using penumbra coil 400s (pc400s) and a px slim delivery microcatheter (px slim). During the procedure, the physician successfully implanted two pc400s using the px slim. Subsequently, the next pc400 unintentionally detached while being advanced through the px slim to the target vessel. Therefore, the px slim containing the detached pc400 was removed. The procedure was completed at this point as no additional coils were needed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pc400 revealed the embolization coil was detached from the pusher assembly due to a fractured sr wire. This type of damage typically occurs if the device is retracted against resistance. There was no reported resistance; therefore, the root cause of the sr wire fracture could not be determined. Further evaluation revealed pusher assembly bends. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.